Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The customer stated that he was incoherent and confused prior to the event and had been having low blood glucose levels for the past two weeks. The customer stated that he uses a quick-set infusion set. The customer then mentioned that he had the fixed prime amount set at 2.0 units of insulin. It was advised to the customer that the fixed prime amount for the quick set infusion set was 0.5 units of insulin. The customer stated that there was more insulin in the status screen and mentioned recent basal changes and a possible over-bolus. The customer further stated that he worked with electricity. Programming was correct. Nothing further was reported.